Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleged the insulin pump was under delivering. The customer's blood glucose level was 17.2 mmol/l and 7.7 mmol/l. The customer stated that the symptoms related to high blood glucose such as irritation. Customer stated reason of allege was low insulin. The device will not be returned for analysis.